Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose was 500 mg/dl. It was found the customer had a defective insulin, contributing to their high blood glucose. Customer treated their high blood glucose with a manual injection. The customer's mother was assisted with programming the new insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.